Event description:
On (B)(6) 2024 during follow-up for supply bags blocked message received during treatment on the liberty select cycler, it was noted this peritoneal dialysis (pd) patient had been hospitalized for rehabilitation for 29 days. Per the report, the patient was initially in the hospital for ulcers on the lower extremities and unable to perform dialysis at home. While in the hospital, the patient was diagnosed with peritonitis. Additionally, it was reported that the patient¿s pd catheter (not a fresenius product) was completely blocked. As a result, the patient was switched to hemodialysis (hd). Additional information was provided through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient was initially hospitalized in (B)(6) 2024 (unknown date) for a foot ulcer that was not related to pd therapy or the use of any fresenius products. The patient was discharged and then re-admitted three days later (date unknown) due to a clogged pd catheter. The clogged catheter was preventing both inflow and outflow of fluid. The hospital was not equipped to deal with that issue and as a result the patient was transitioned to hemodialysis (hd). During the hospitalization, the patient was diagnosed with peritonitis. The pdrn could not confirm the cause of the peritonitis, but stated it was not related to any fresenius products. The pdrn did not have access to any of the lab results for the peritonitis event. The patient was moved to a rehabilitation facility and has fully recovered from the peritonitis event. It is unknown if the patient will return to pd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 06/sep/2024 during follow-up for supply bags blocked message received during treatment on the liberty select cycler, it was noted this peritoneal dialysis (pd) patient had been hospitalized for rehabilitation for 29 days. Per the report, the patient was initially in the hospital for ulcers on the lower extremities and unable to perform dialysis at home. While in the hospital, the patient was diagnosed with peritonitis. Additionally, it was reported that the patient¿s pd catheter (not a fresenius product) was completely blocked. As a result, the patient was switched to hemodialysis (hd). Additional information was provided through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient was initially hospitalized in (B)(6) 2024 (unknown date) for a foot ulcer that was not related to pd therapy or the use of any fresenius products. The patient was discharged and then re-admitted three days later (date unknown) due to a clogged pd catheter. The clogged catheter was preventing both inflow and outflow of fluid. The hospital was not equipped to deal with that issue and as a result the patient was transitioned to hemodialysis (hd). During the hospitalization, the patient was diagnosed with peritonitis. The pdrn could not confirm the cause of the peritonitis, but stated it was not related to any fresenius products. The pdrn did not have access to any of the lab results for the peritonitis event. The patient was moved to a rehabilitation facility and has fully recovered from the peritonitis event. It is unknown if the patient will return to pd therapy.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the hospital liberty select cycler and the patient event of peritonitis. However, there is no documentation of a causal relationship between the peritonitis event and the use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.